Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 147 mg/dl. The customer stated that he was outside playing with water guns when esc and act button stopped working. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue used of the device and revert to a backup plan.

Manufacturer narrative:
The up button on the insulin pump was unresponsive due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and battery tube threads.

Manufacturer narrative:
(B)(4)